Manufacturer narrative:
Device will not be returned.

Event description:
It was reported the patient received the following results within 15 minutes: 435 mg/dl, 106 mg/dl and 135 mg/dl. The patient used 2 vials of strips for the readings, one of which was expired. The patient was unsure which result(s) were from the expired strips.